Manufacturer narrative:
Date received by manufacturer: 04sep2019. Date of report: (B)(6) 2019. The manufacturer's international service technician performed troubleshooting and was unable to duplicate the reported issue. However, the device logs did confirm the proximal pressure line disconnect. The technician concluded that the event occurred because of an external cause (such as a leak). The international service technician performed functional testing and no anomalies were found. A crack was discovered in the unit's top cover, so the cover was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit frequently declared a proximal pressure line disconnect alarm. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019.

Event description:
It was reported that the unit frequently declared a proximal pressure line disconnect alarm. There was no patient involvement.